Event description:
A malfunction was reported on a pump, identified by the code "malf 12." There was no adverse impact to the customer's blood glucose level as it did not exceed the threshold. Technical support provided guidance on resetting the pump, and the issue was resolved as the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and advised to call back if the malfunction code appeared again.